Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit, the mechanical operation of the catheter shaft was bent, the mechanical operation of the catheter shaft was separated from the hub. Analyst commented, shaft is spirally slit (technique issue) and shaft is kinked at 14.5cm and 55.5cm (from handle). Shaft separated at 23.2cm, stress cracking on shaft at 17.5 and 20cm and at separation site. Damaged at procedure.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the procedure it was noted that the catheter had visual breaks and snapped off during slitting. The catheter was removed and/or not replaced. No patient complications have been reported as a result of this event.